Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No corrective actions recommended since samples/photos were not received to confirm the product defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see h.10.

Event description:
It was reported that the plunger movement was difficult and the needle retracted prematurely during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: (1 of 2 complaints). Consumer stated that his wife was doing the injection in his leg and when she removed the syringe, the needle was not there. He said he felt pain at the injection site and also bleeding. He went to the ER and had x-rays done but the needle was not found. Consumer was not aware that the syringe retracts after injection. He said this was the second integra syringe that he used. The plunger rod on the first one could not fully depress and the needle was exposed. Additional information provided by consumer: stated that his wife was doing the injection in his leg and when she removed the syringe, the needle was not there. He said he felt pain at the injection site and also bleeding. He went to the ER and had x-rays done but the needle was not found. Consumer was not aware that the syringe retracts after injection. I explained how to use and he understood but said no one explained it to him. He said this was the second integra syringe that he used. The plunger rod on the first one could not fully depress and the needle was exposed. 5 other syringes in his sharps container that did not retract. He said they are the same as the two that were previously mentioned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger movement was difficult and the needle retracted prematurely during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter: (1 of 2 complaints). Consumer stated that his wife was doing the injection in his leg and when she removed the syringe, the needle was not there. He said he felt pain at the injection site and also bleeding. He went to the ER and had x-rays done but the needle was not found. Consumer was not aware that the syringe retracts after injection. He said this was the second integra syringe that he used. The plunger rod on the first one could not fully depress and the needle was exposed. Additional information provided by consumer: stated that his wife was doing the injection in his leg and when she removed the syringe, the needle was not there. He said he felt pain at the injection site and also bleeding. He went to the ER and had x-rays done but the needle was not found. Consumer was not aware that the syringe retracts after injection. I explained how to use and he understood but said no one explained it to him. He said this was the second integra syringe that he used. The plunger rod on the first one could not fully depress and the needle was exposed. 5 other syringes in his sharps container that did not retract. He said they are the same as the two that were previously mentioned.